Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 150 to 250 mg/dl. Testing performed once daily in the morning. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 328mg/dl and 325mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/14/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 1. 445mg/dl, (B)(6) 2015, 06:30pm, fasting: no; 2. 157mg/dl, (B)(6) 2015, 06:00am, fasting: yes; 3: 157mg/dl, (B)(6) 2015, 07:00am, fasting: yes; 4: 159mg/dl, (B)(6) 2015, 05:00am, fasting: yes; 5: 171mg/dl, (B)(6) 2015, 05:00am, fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 150 to 250 mg/dl. Testing performed once daily in the morning. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 328 mg/dl and 325 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/14/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 1:445mg/dl (B)(6) 2015 06:30pm fasting:no. 2:157mg/dl (B)(6) 2015 06:00am fasting:yes. 3:157mg/dl (B)(6) 2015 07:00am fasting:yes. 4:159mg/dl (B)(6) 2015 05:00am fasting:yes. 5:171mg/dl (B)(6) 2015 05:00am fasting:yes. Adverse event not reported.